Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that post implant an increase in pace impedance measurements, a decrease in r wave amplitudes, and loss of capture was noted when it comes to this right ventricular (rv) lead. An x-ray was performed and it was noted that the lead had dislodged and a perforation was noted through the rv apex. The lead was explanted and replaced. The lead will be returned. No additional adverse patient effects were reported.